Manufacturer narrative:
Batch review performed on 29 august 2025. Lot 168109: (B)(4) items manufactured and released on 16-march-2017. Expiration date: 2022-03-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation due to the presence of planning lines on the only available x-ray image, a proper clinical analysis of that image cannot be performed. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 5 years 7 months after the primary, the patient came in due to hip pain due to a loose stem and the cause is unknown. The surgeon revised the medacta stem and head with competitor components and revised the medacta liner with a medacta liner. The surgery was completed successfully.